Event description:
Additional information received reported that the patient had heart disease and needed a pacemaker. There was a surgical revision and the battery was replaced as it was depleted. The patient did not require hospitalization and his outcome was not provided.

Event description:
It was reported that the patient experienced a loss of therapeutic effect following an unrelated medical procedure. The interstim therapy was turned off in (B)(6) as patient needed to have a cardiac pacemaker implanted. The patient's abdomen became severely distended, making it difficult for the patient to breathe, and it was thought that patient had fluid in his lungs. On (B)(6) 2012, the patient was hospitalized and testing revealed that the fluid was due to his urinary issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-33, lot# v635827, serial#, implanted: 2011 (B)(6), explanted, product typ: lead, product ID 3037, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient. (B)(4).